Manufacturer narrative:
Correction, replaced code 1426 with code 4807 for posterior capsule opacification for the reported cloudiness/discoloration that resulted in the yag procedure. Removed code 4625 for the secondary surgical intervention as eyelid surgery was unrelated to cataract surgery and the lens is not a contributing factor for ptosis, droopy eye. Added device code(s): 2993, adverse event without identified device or use problem. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). The original surgery was performed to correct narrow angle glaucoma, astigmatism, and cataracts. Post-operatively, the patient is reporting severe halos, that interfere with his reading and driving. Both indoor and outdoor lighting are affected. The patient was able to adjust the lighting on his computer and phone but, nothing else can change the halos. The issues started immediately post surgery with the first eye and became worse after the second eye was completed. He now needs to wear glasses and the doctor informed him he would have 20/20 vision afterwards and was not provided iol instructions for use (IFU) prior to the surgery. Patient was informed not to do an exchange after reporting issues to the doctor and nothing further can be done. He was provided exercises of sitting and watching the traffic lights to help train his brain. However, the exercises gives him a headache and nothing more. Yttrium aluminum garnet (yag) procedures were performed for cloudiness/discoloration in the back of the eye on (B)(6) 2025 and (B)(6) 2025. An eyelid procedure was performed (B)(6) 2025 to assist with clearer peripheral vision. The patient has a scheduled sept appointment. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: male. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4625 - eyelid surgery and yag procedure attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.